Event description:
Patient allegedly received an implant on (B)(6) 2010 right internal jugular vein pre-bariatric surgery. Patient is alleging vena cava perforation, organ perforation and deep vein thrombosis (dvt). Patient further alleges, ¿I was having severe abdominal pain on right side, hurt when breathing, stool was bloody, swelling in left leg.¿ patient further notes the following activities have been limited or can no longer be engaged in, ¿roller coasters/flying.¿ as reported, the filter was retrieved on (B)(6) 018, through the patients neck due to perforated/sideways hitting intestine. (B)(6) 2018 - CT abdomen pelvis with IV contrast. "Inferior vena cava filter in stable position with mild extraluminal protrusion of struts. Ivc filter within the inferior vena cava. Multiple struts extend extraluminally, with anterior strut abutting the adjacent small bowel." Impression: ivc filter in place with extraluminal extension of struts. Anterior strut abuts the adjacent small bowel without evidence of erosion. This appearance has not significantly changed since the prior examination of (B)(6) 2017.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.